Event description:
It was reported that a filter that was implanted for 14 months had two components detach and migrate to the area "in and around" the pt's heart. This was discovered after the pt presented to the hosp with chest pain. No add'l info is available at this time.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. No sample eval was performed as no sample was received. It is unknown if pt or procedural factors contributed to this event. The current info for use for this device sates: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.